Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited a deterioration of the adhesives of the distal end very likely due to chemical stress and an exposition to heat during the cleaning or disinfection process. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e3, g2 - report source (user facility mistakenly selected, correct selection is company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that deterioration of distal end glue occurred by applying physical/chemical stress to distal end during user handling. The event can be detected by handling the device in accordance with the following instructions for use: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.